Manufacturer narrative:
Unit passed the self test and displacement test. Pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad.

Event description:
The customer's parent reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 70 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.